Event description:
As reported to coloplast, though not verified, malfunction of device. Rep saw that the pump was empty. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of pump near the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the pump tubes according to the abrasion pattern, this demonstrates that the tubes were overlapping each other while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the longer exhaust tubing of the pump near the tube/strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted and revised due to a malfunction of the device. The sales representative saw that the pump was empty.